Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 238 (mg/dl). The customer confirmed a cartridge was reloaded the pump and insulin delivery was resumed. Reportedly the customer would continue to use the pump for insulin therapy.